Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600c. Serial: null. Batch: 28303942. Product family: dbs-ipg-pc. Upn: m365db14080. Model: db-1408. Serial:(B)(6). Batch: 204852.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection and erosion at the site of right burr hole cover and lead incision site. There was right frontal scalp erosion with exposure to the dbs lead and burr hole cap. The patient underwent a revision procedure where the lead, burr hole cover and the implantable pulse generator (ipg) were explanted, and the wound was addressed. Blood cultures were consistent with citrobacter and staph infection. The patient was placed on IV cefepime and vancomycin for six weeks. The patient was doing well post operatively.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection and erosion at the site of right burr hole cover and lead incision site. There was right frontal scalp erosion with exposure to the dbs lead and burr hole cap. The patient underwent a revision procedure where the lead, burr hole cover and the implantable pulse generator (ipg) were explanted, and the wound was addressed. Blood cultures were consistent with citrobacter and staph infection. The patient was placed on IV cefepime and vancomycin for six weeks. The patient was doing well post operatively. Additional information received providing the event date.